Event description:
It was reported that the anchor broke during procedure. All pieces were retrieved.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Manufacturer narrative:
This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. Alleged failure: broken during surgery. Probable root cause: design: anchor not compatible with prepared hole size (peek only). Anchor thread design makes insertion too difficult. Inserter/anchor material/design too weak. Anchor tip geometry not sharp enough for application. Process: inserter, implant, manufactured out of specification. Application: excessive force torquing anchor or lateral force applied during insertion. Not enough axial force during insertion. Use of wrong tap - improperly prepared hole (peek only). Bone to hard for anchor insertion. Bone not hard enough to maintain screw purchase. No pilot hole prepared (peek only). The reported failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the anchor broke during procedure. All pieces were retrieved.